Manufacturer narrative:
Pump 719675 came in with a complaint stating that it was not alarming when the infusion was complete, the pump was tested using document # it-004-wi-003 rev. B and the speaker protocol mentioned: connect the pump to the administration set. 16.2. Power on the pump. 16.3. Individually press each key on the keypad. 16.3.1. Passing criteria: each key press is signaled by an audio queue by the speaker. 16.3.2. Passing criteria: audio queue is clear and unaccompanied by static or other. 16.4. Select resume infusion. If not available, select new infusion. 16.5. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 16.6. Press the run/stop key to run the infusion. 16.7. Using both hands, press the black cassette latch lock button and slide the cassette latch to release the cassette module from the pump. 16.7.1. Passing criteria: the cassette loading error alarm is accompanied by an audio queue from the speaker. 16.7.2. Passing criteria: audio queue is clear and unaccompanied by static or other. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt to determine a root cause for the failure. The pump's event log was reviewed and the pump was found to alarm when the initial infusion was completed. The pump was able to pass all tests and alarmed/made a sound at every instant it was supposed to- when infusion was complete, when cassette was disconnected, and when every key was pressed. Reported issue not found.

Event description:
719675  not alarming when empty.

Event description:
719675: not alarming when empty. Healthcare professional reported device not alarming when empty. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.